Event description:
The customer reported to olympus, the video system center exhibited an e116 error code (otv error). The customer opened the processor and blew the dust from inside and it worked. The issue was found during preparation for an unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm. This record is related to record with patient identifier (B)(6) .

Manufacturer narrative:
The device was returned to olympus for evaluation and the event reported was not reproduced. During the evaluation, the device had an error code e117 (otv error) after powering on. The error is caused by a defective solid-state drive (ssd) unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error e116 was due to dust in the device and error e117 was due to solid-state drive failure. The event can be prevented by following the instructions manual for otv-s400, 8.1 care and 8.1 reprocessing which state: clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the camera control unit may break down and get damaged from overheating. Olympus will continue to monitor field performance for this device.